Manufacturer narrative:
Investigation summary: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2107 (april 22-24th, 2018) during which 45 visual inspections were carried out with zero defects noted. Needles (#8103875) were assembled needles in machine 4414 (april 16-18th, 2018) during which 407 visual inspections of 25 units each were performed with zero defects noted. Research has not found no issues or abnormalities during manufacturing of injected hub batches #8065776, #8058763, #8051579, #7156009, #8099589, #8096846 and #8107694 (mold machine 3567 ¿ from february to june 2018). 1 qn was noted in injected hub batch #8043991 related to clogged lumen (#10577) but this defect would not affect the reported issue. Cannula batches #8080601 and #8017971. No samples neither pictures received.

Event description:
It was reported with the use of the bd eclipse¿ needle with slip tip hub configuration there was an issue with after injection the needle remains behind and comes off of syringe.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd eclipse¿ needle with slip tip hub configuration there was an issue with after injection the needle remains behind and comes off of syringe.